Event description:
It is reported that the patient was revised due to the stem fracturing.

Manufacturer narrative:
Operative notes from the implantation surgery noted that the distal bone of the femur was of good quality. Revision operative notes have not been provided. X-rays provided were sent to an external surgeon for review. The surgeon noted that the quality of the patient's bone was good at implantation but poor at follow up. The surgeon also noted that the quality of proximal support for the implant was adequate, but that there was evidence of osteolysis. The external surgeon also stated that there was an accelerated change in proximal bone from implantation to failure. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zimemr porous revision hip prosthesis and zmr revision taper hip prosthesis in october 2011. A field action was conducted on october 24, 2011, in which zimmer updated the associated labeling to provide further instructions; particularly as it relates to ensuring full proximal support is achieved. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.